Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: at analysis it was noted that the atrium output connector was broken, one bail and one bail cover were missing, the overlay was damaged and needed to be replaced and that on its incoming test it failed on its heart wire connection. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
The external pulse generator was returned for a functional check with no complaint and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.